Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was greater than 435 mg/dl at the time of the incident. The customer reported that the customer was prompted to rewind and fill reservoir and got insulin flow block delivery. The customer changed set and site and started getting insulin flow block again she changed the site again to her arm and still received the insulin flow block deliver. The pump was working as designed. She will treat with bolus. The insulin pump will not be returned for analysis.